Manufacturer narrative:
The device, was used in a case, was not returned for evaluation. Visual inspection and functional testing could not be performed. A relationship, if any, between the device and the reported incident could not be confirmed. A DHR review was performed and showed no non conformances or deviations associated with the serial number provided. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
The device, which was used in a procedure, was returned for evaluation. The evaluation was performed by the supplier and could not confirm the customer complaint for there was a scratch on the distal tip of the scope. A visual inspection was performed and showed no damage to the scope. Functional inspection was performed and showed when the scope was attached to the camera system it provided a clear sharp image. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a knee surgery there was a scratch on the distal tip of the scope. A backup device was used to complete the surgery. There was a surgical delay greater than 30 minutes.